Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A pocket revision was performed due to erosion of the device through the pocket skin. The device was replaced and the patient was in stable condition.